Event description:
Per the clinic, the patient experienced no sound, loss device performance and connection to the internal implant following a fall resulting in impact to the back of the head (specific date not reported). The patient subsequently developed swelling at the implant site (specific date not reported) . Hardware exchange, troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2025, and the patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.